Event description:
During the review of the clinic notes dated (B)(6) 2011, it was observed that the patient is diagnosed with sleep apnea and was hospitalized for seizures in (B)(6) 2010. Since then, she has been more stable with minor activity but magnet stops it. Per notes, seizures have been very infrequent ... Breakthrough seizure week before x-mas, no apparent trigger. No warning. Husband heard crash, fell while washing dishes. Has not been using magnet, has not had other recent seizures. No changes were made to vns settings, but some medication was changed. Further information was received from patient indicating that the vns was never really helpful and actually caused an overall increase in seizures.

Event description:
Additional information was received. It was reported that the patient's treating physician was unsure if their sleep apnea was vns related but unlikely. They did not think it was happening with stimulation. A sleep study was performed (B)(6) 2005 that indicated sleep apnea. The patient's increased seizures were being related to missed doses of their medicines. Education was provided to the patient on the importance of taking their seizure medications. The patient at that time was not feeling their stimulation so it was increased. No programming changes preceded event.

Manufacturer narrative:
.

Event description:
Additional information reveals that the patient underwent generator replacement surgery on (B)(6) 2012. Attempts for further information and product return have been unsuccessful to date.